Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. During a revision surgery, the physician confirmed urethral atrophy at the original cuff site, which had decreased from 4.5 cm to less than 3.5 cm. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 12/01/2023 was used as an estimate, based on the reported onset occurring 18 months ago. UDI field (d4) concomitant product UDI for balloon is ((B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
The exact event date was not available, therefore the date 12/01/2023 was used as an estimate, based on the reported onset occurring 18 months ago. UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and urethral atrophy are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and atrophy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed urethral atrophy at the original cuff site, which had decreased from 4.5 cm to less than 3.5 cm. The device was explanted and replaced. No further patient complications were reported.